Event description:
A surgeon reported that a pt had unexpected post-operative refraction following implantation of an intraocular lens (iol). The lens was replaced during a second procedure. The association between this event and the iol is not known. Additional info has been requested.